Manufacturer narrative:
(B)(4). Date sent: 1/12/2026. B3: event month is unknown. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: does surgeon load the clip off of vessel into the device jaws before applying the device jaws to the vessel and firing?" Was there any excessive torquing or twisting of the device at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when did noise occur? Did anything unexpected happen prior to this incident? Did the device fire malformed or scissored clips prior to the incident? Describe the shape of the malformed clip? Was the device fired or used after this incident, in or out of the patient? Was this past the line of demarcation through the trocar? Was this the first firing of the device? Was this one clip or multiple clips? Please provide a timeline of events. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient was brought back to theatre after a cholecystectomy because the clip on the cystic duct was not properly deployed. The original procedure was delayed while a new applier was opened.